Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Index procedure: patient was treated with stenting due to stenosis in the right sfa and distal popliteal. Approximately 1 month later the patient was admitted to undergo right sfa stenting due to restenosis.